Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate and the patient programmer displayed an error message indicating the device became inoperable. As a result, the patient will undergo surgical intervention.